Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after the implant procedure, the lead exhibited high impedances and a loss of capture. The lead was found to have perforated the right ventricle. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.